Manufacturer narrative:
The screw was discarded after removal. The lot number was not reported, therefore we could not determine the exact lot to relay accurate information.

Event description:
Captured cortical screw broke. This incident occurred due to what we believe was a non union.